Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Nurse wanted to see if the patient could urinate before leaving and they were able to do so. Since leaving the implant surgery, the patient hasn't been able to urinate on their own, they have to catheterize, and they are leaking. They added that they feel the sensation to urinate, but can't release it. They also noted that they were at 2.2v on program 3 so they increased to 4.6v. They lastly said they have other spinal problems. As a result of what was reported, the call center instructed the patient to monitor symptoms for a couple days in a diary and see if they improve. No device issue was reported and no further patient complications have been reported as a result of this event.